Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, oversensing noise was noted on the right ventricular(rv) lead. The patient experienced inappropriate shocks due to lead noise. During the lead revision, the stylet could not be advanced inside the lid for explant. The lead was capped and replaced on (B)(6) 2020. The patient was stable.